Event description:
It was reported that the pt felt that "something had let loose" in the back, when falling asleep on (B)(6) 2011. Upon awakening, the pt could only feel stimulation in the left leg. The stimulation was programmed to be in the right leg, however. There was no known related incident or accident reported. The pt met with the physician on october 6, 2011. No imaging was performed. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was noted that the patient felt a funny sensation in her back, which she thought was a lead. The patient was reprogrammed, and no surgical intervention was planned. The patient did not require hospitalization and there was no injury.